Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pt's family had called her reporting that the pt began experiencing low flow alarms and was complaining of chest pains, sweating, and then passed out. Emergency services were contacted and upon arrival, were unsuccessful in reviving the pt and he expired.

Manufacturer narrative:
The explanted device was returned to the MFR for eval, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.